Manufacturer narrative:
Sections with additional information as of (B)(6) 2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause:(B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number:(B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 180, 215 and 168 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had gone to see his doctor on (B)(6) 2023 due to the high blood glucose test results. Customer stated the lab test result had been 129 mg/dl non-fasting; customer had performed blood test using the true metrix meter and had obtained a result of 169 mg/dl non-fasting. Doctor had advised customer to obtain replacement meter. During the call, a blood test was performed by the customer fasting and produced test result of 183 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/ 16/2024 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 186 mg/dl, date: (B)(6), time: 06:27 am, fasting; result 2: 180 mg/dl, date: (B)(6), time: 07:45 am , fasting; result 3: 215 mg/dl, date: (B)(6), time: 04:45 pm , fasting 2 hours post meal; result 4: 127 mg/dl, date: (B)(6), time: 07:51 am , fasting; result 5: 168 mg/dl , date: (B)(6) , time: 05:48 pm , fasting 2 hours post meal.